Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the battery drive was losing power during usage this is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken activity exchange, replacement. The device has not been serviced (repair/maintenance). During the pre-repair diagnostic assessment the service technician identified the following failure: general, dirty, oily, and corroded. The root cause of the event was determined to be handling improperly. The device was discarded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.